Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy -yes') and device dislocation ('migration- yes') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy -yes') and device dislocation ('migration- yes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria hospitalization and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, mccall culdoplasty). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: discrepancy insertion date (B)(6) 2013,removal date (B)(6) 2014 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- case became medically confirmed with an additional reporter. New event of pelvic pain added. Type of essure removal surgery added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy -yes') and device dislocation ('migration- yes') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.